Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer did not know the blood glucose reading. He stated that the alarm occurred once or twice, but seemed to resolved themselves. He stated that he reprogrammed the bolus and the alarm did not occur again. He noted that while delivering a pre-meal bolus, the infusion set was crimped just after it was attached to the reservoir. One alarm occurred within the last 2 months, and the most recent no delivery alarm had occurred a week prior to the call. He declined return of the infusion set and reservoir for analysis. He was advised to perform a complete infusion set change as soon as possible if the alarm recurred. Nothing further reported.